Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. On 10/11/2016, on the day prior to the reported procedure, the medtronic representative confirmed that operation of the navigation system was checked without any issues. On 10/24/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, during demo operation for meningioma. There was no issue with uploading data, settings, registration, checking accuracy. During preparation in the aseptic field, a sound occurred from the navigation system positioning sensor unit (psu) and the message "localizer not connected" was then indicated. The issue was resolved a few minutes later, however, occurred four more times. Another system re-boot did resolve the issue and the procedure continued without further issue. After that, when the system was powered off, "automatic shutdown of power supply failed. Press and hold the power switch for about 7 seconds" was indicated. The navigation system was manually shut-down and re-started: there was no the same message indicated. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states.